Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located at moderately tortuous and moderately calcified lesion. A 2cm peripheral cutting balloon was selected for use in a shunt pta. During the procedure, it was reported that a balloon pinhole rupture occurred at 10 atm upon first inflation. The device was removed and the procedure was completed with a different device. There were no patient complications reported.